Event description:
It was reported that on (B)(6) 2023, a 29mm sjm masters series mechanical heart valve was chosen for implant. It was observed that the valve had a defect and one of the leaflets had dislodged. A replacement 29mm sjm masters series mechanical heart valve was then successfully implanted. There were no reported adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation, and one leaflet was dislodged while the other leaflet was properly inserted into the orifice. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of the material defect in the carbon coating that may have caused or contributed to the dislodged leaflets. How or when the damage occurred could not be conclusively determined.

Event description:
Subsequent to the initially filed report, the following information was received that the leaflet dislodged during the procedure, while the valve was inside the patient body.